Event description:
A (B)(6) male pt¿s wife contacted zoll to report that her husband had passed. She stated ¿he was treated by the device several times and it was alarming as well. Alarm indicated to call 911 and step away from the pt¿. During investigation into the pt¿s treatments and death, it was determined by zoll clinical affairs that a ventricular arrhythmia appeared to have been initiated by an inappropriate treatment shock. The pt¿s rhythm was unable to be converted and the pt passed.

Manufacturer narrative:
Device eval summary: device evaluations of monitor sn (B)(4) and belt sn (B)(4) have been completed. Upon eval, the monitor and belt were fully functional and within specifications. The pt¿s treatment analysis concludes that a total of seven shocks were received. Svt contributed to the first four inappropriate shocks. The svt then degraded to ventricular arrhythmia after the fourth shock and the arrhythmia did not respond to the defibrillation treatments thereafter. Artifact from electrode fall-off was visible. The pt was conscious at the beginning, but later went into asystole and passed away. Response buttons were pressed briefly, only after the second shock. The first two shocks were full energy pulses of 150 joules with normal impedance values of 50 ohms for the first and 49 ohms for the second. Beginning with the third treatment and continuing through the seventh treatment, the pulse delivery energy was low (ranging 79-122 joules) and the impedance value was high (ranging 325-727 ohms). Considering the equipment was fully functional and within specifications, it is very likely that the belt was partially removed from the pt (i.e. Unbuckled or gel wiped off), contributing to the low energy pulses and high impedance values. The low energy pulses would have affected the ability to effectively convert the pt¿s arrhythmia. Zoll clinical affairs analysis concludes that the fast svt contributed to the first the inappropriate shocks. The pt was reportedly conscious, but he only used the response buttons briefly after the second shock. A ventricular arrhythmia appears to have been initiated by the third inappropriate shock from the device. The device properly detected and treated vt and vf. However, the arrhythmias didn¿t respond well to the defibrillation therapy. As the high impedance indicates, the device may have been partially removed (i.e., unbuckled or gel wiped off), which would decrease the chance of successful conversion. The post-shock asystole is not an uncommon complication of cardiac defibrillation. The device properly detected and alarmed for asystole. No treatment was delivered for asystole as it is considered a non-shockable rhythm. Artifact due to electrode fall-off (also indicating the device was partially removed) was visible. Device manufacture date: monitor: 11/01/2010, belt: 01/01/2011.